Event description:
Customer stated that during the plasmapheresis procedure, several alarms occurred resulting in the operator discontinuing the collection procedure. Operator stopped the procedure and proceeded to incorrectly shut off the instrument. As a result of shutting off the instrument, pressure within the disposable kit was not released. Operator then followed the procedure of heat sealing the tubing components of the set. Heat sealing the pressurized tubing caused a melting and separation of the tubing resulting in a blood spray. The operator was sprayed and some of the blood product came in contact with her eyes. There was no blood exposure with any other individuals at the center from this event.